Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was experienced an error while on full synchronization procedure. A technical support specialist backup the station database and performed a full sync to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was experienced an error while on full synchronization procedure. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.